Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that the sheath was prepared as normal. Once insertion into groin and removed the dilator, during aspiration air bubbles were noted via side port. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed. It was further confirmed that no abnormalities was noted during preparation. The dilator, and the farawave was inserted up until visible through the sheath past the handle. The physician aspirated the sheath prior to full insertion and continuous bubbles were coming through the side port into the syringe. No air in patient nor leak from the sheath was noted. Pressure bag was used for irrigation. . Guidewire was inside the catheter, level with the tip.